Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The photo of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was not shown in the picture. The reported condition was confirmed, based on the picture received. According to the picture, the waveguide had its tip broken. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the new cutter head was used normally for a period of time, the jaw metal working end suddenly broke under the endoscope. The piece fell into the patient's cavity and was retrieved by laparoscope and removed it by a forcep. The procedure was completed by replacing the device with a competitor¿s handpiece. There was no patient injury.